Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs and confirmed the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not switching to mechanical ventilation when requested during a case. Repeated toggling of the bag/vent switch allowed mechanical ventilation to continue. There is no report of patient injury.